Event description:
The account alleged the side rails will not stay up. No patient impact.

Manufacturer narrative:
The technician found the side rail latch screws are stripped. The technician replaced the side rail latch screws with locking nuts to resolve the issue.